Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. During injection of the fill polymer into the aortic body stent graft, it was observed that fill polymer was not filling the graft. After attempts to fill the graft were unsuccessful, an obstruction was noted in the delivery system polymer fluid path. An iliac limb stent graft was deployed into the ipsilateral leg of the aortic body, requiring additional limbs to bridge the length and seal into the common iliac artery. Because the contralateral leg of the graft appeared closed during angiogram review, the physician elected to convert the patient to aui and perform a fem-fem crossover. The case concluded after approximately 7 hours; a review of the final angiogram showed the presence of a type 1a endoleak. The physician plans to monitor the endoleak and to treat the endoleak at a later date. The patient was reported as doing well after the case. A review of the returned delivery system confirmed an obstruction in the polymer fluid path due to a kink in the tubing, possibly inhibiting the flow of polymer to the graft.